Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_ 12.1 implantable collamer lens of diopter -9.50/1.5/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2024 the lens was explanted and replaced for a longer length lens due to low vault. The problem was resolved. The cause of the event was reported as a patient related factor. The device failed to perform as intended - "lens too short resulting in insufficient vault."

Manufacturer narrative:
Claim # (B)(4).